Event description:
On (B)(6) 2019, the pacing system was implanted. Reportedly, during interrogation on (B)(6) 2019, atrial noise oversensing was observed, which resulted in the recording of mode switch episodes. The user suspected that the detected noise was due to minute ventilation (mv) signal oversensing. The next follow-up is scheduled on (B)(6) 2020. Based on preliminary analysis, an atrial lead issue and/or lead-pacemaker connection issue at atrial level is suspected.

Manufacturer narrative:
Reportedly, a follow-up was scheduled to deactivate the minute ventilation (mv) sensor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the pacing system was implanted. Reportedly, during interrogation on (B)(6) 2019, atrial noise oversensing was observed, which resulted in the recording of mode switch episodes. The user suspected that the detected noise was due to minute ventilation (mv) signal oversensing. The next follow-up is scheduled on (B)(6) 2020. Based on preliminary analysis, an atrial lead issue and/or lead-pacemaker connection issue at atrial level is suspected.